Event description:
An end user experienced an issue when using a 14cm solero applicator. The solero unit was set at 140w for 3 mins with plans to treat a lung lesion located in the upper left lobe close to the mediastinum. The applicator had been tested in water for 20 seconds at 140watts. The applicator was easily placed with no lateral force. Approximately 20-30 seconds into the ablation, a "high reflected power" message displayed and a popping noise was heard.  The applicator was removed and it was noted that tip was missing. The procedure was completed with a second solero applicator.  The ablation was performed for 3 minutes. The tip of the first applicator remains inside the patient.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Additional information provided reported the following: the current status of the patient is that they have a pneumothorax, and the tip hasn't moved. It is unconfirmed whether the pneumothorax has been caused by the tip retention or not, however, the general discussion is that it is not believed to be related to the tip retention. The further medical treatment being discussed is whether the patient is fit enough to have the tip removed surgically or not.

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. As received, the ceramic tip of the device was completely missing from the shaft.  The center conductor was visibly melted.  In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached.  The inside of the semi-rigid outer jacket does exhibit some charring.  There are small copper "spatters" indicating the copper center conductor melted.  The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured/detached is confirmed. The root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).